Manufacturer narrative:
"Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient and processed per pi on xpert xpress sars-cov-2/flu/rsv, which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Repeat testing is considered off label as original specimen was frozen and retested. Unknown if sample was re-frozen between each subsequent retest. Retest 1 on (B)(6) 2021 using xpert xpress cov-2/flu/rsv plus resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. This result was reported to the physician. Retest 2 on (B)(6) 2021 using xpert xpress cov-2/flu/rsv plus resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. It is unknown if this result was reported to the physician. Retest 3 was performed using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was tested per pi. Unknown if this result was reported to the physician. Retest 4 was performed using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. Unknown if this result was reported to the physician. The patient was seen in the ER, but it is unknown if the patient was symptomatic at the time the sample was collected. Review of the data provided notes weak amplification of sarscov2 target, while other reagent lots produced weakly positive sarscov2 results. The results are consistent with the presence of low target concentration. The likely root cause is target near limit of detection or near cut off. There was no known impact to the patient. False negative: as of the xpert xpress sars-cov-2/flu/rsv eua IFU; ""negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. ""

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient and processed per pi on xpert xpress sars-cov-2/flu/rsv, which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Repeat testing is considered off label as original specimen was frozen and retested. Unknown if sample was re-frozen between each subsequent retest. Retest 1 on (B)(6) 2021 using xpert xpress cov-2/flu/rsv plus resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. This result was reported to the physician. Retest 2 on (B)(6) 2021 using xpert xpress cov-2/flu/rsv plus resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. It is unknown if this result was reported to the physician. Retest 3 was performed using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was tested per pi. Unknown if this result was reported to the physician. Retest 4 was performed using xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was tested per pi. Unknown if this result was reported to the physician. The patient was seen in the ER, but it is unknown if the patient was symptomatic at the time the sample was collected. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.